Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported loss of fluid column during procedure was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, after advancing the guide-dilator through the septum to the left atrium(la), loss of column was observed in the hemostasis valve of steerable guide catheter (sgc) when the dilator and guide wire were removed. The stopcock was checked to make sure it was closed. The sgc was positioned below the level of the la to allow blood to fill the lumen. The sgc was replaced with another device to complete the procedure. The mr was reduced to grade 2+ post procedure. There was no clinically significant delay or adverse patient effects.